Event description:
The linx was inserted as per normal and fastener deployed into screw in femur with normal solid fixation. Tibial fixation (intrafix) was used & pt underwent examination to determine stability & "+ve outcome" (positive outcome). While under examination, an audible 'snap' could be heard & the joint became unstable. Further exam by arthroscope confirmed device failure with graft & fastener loop visible inside joint. Intervention was required to recover the graft & fastener loop and another procedure/method of fixation was required.